Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine heavy bleeding") in a female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial irifection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, bacterial infection, dyspareunia, anxiety, weight increased, vaginal infection, menorrhagia, vaginal haemorrhage, depression, migraine, headache, fatigue and mood swings outcome was unknown. The reporter considered anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic updated, essure insertion date and removal date added, events added-. Mood swings, abnormal bleeding (vaginal, menorrhagia), vaginal infection ,depression, migraines , headaches, fatigue and weight gain. Events onset date date, concomitant drug, historical drug, medical history and lab data added incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine heavy bleeding') in a 44-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue") and mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 10 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and bacterial infection ("bacterial irifection"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, bacterial infection, dyspareunia, anxiety, weight increased, depression, migraine, headache, fatigue and mood swings outcome was unknown and the vaginal infection, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for events infection (bladder/ urinary tract/vaginal) type: vaginal and abnormal bleeding (vaginal, menorrhagia), to recovered. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) -2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue") and mood swings ("mood swings"). On (B)(6) -2018, the patient was found to have weight increased ("weight gain") and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 10 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine heavy bleeding") and bacterial infection ("bacterial irifection"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) -2018. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, bacterial infection, dyspareunia, anxiety, weight increased, depression, migraine, headache, fatigue and mood swings outcome was unknown and the vaginal infection, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Lot number: 623648 manufacturing date: 2007-03 expiration date:2009-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and abnormal uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue") and mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 10 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine heavy bleeding") and bacterial infection ("bacterial irifection"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the abnormal uterine bleeding, bacterial infection, dyspareunia, anxiety, weight increased, depression, migraine, headache, fatigue and mood swings outcome was unknown and the vaginal infection, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abnormal uterine bleeding, anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Lot number: 623648 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine heavy bleeding') in a 44-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue") and mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 10 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and bacterial infection ("bacterial irifection"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, bacterial infection, dyspareunia, anxiety, weight increased, depression, migraine, headache, fatigue and mood swings outcome was unknown and the vaginal infection, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for events infection (bladder/ urinary tract/vaginal) type: vaginal and abnormal bleeding (vaginal, menorrhagia), to recovered incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 623648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder pain, tendonitis, bursitis, weight loss, malaise, seasonal allergy, obesity, menstrual migraine and uterine bleeding. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cetirizine hydrochloride (cetrizine), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), anxiety ("emotional anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral sallpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, bacterial infection, dyspareunia, anxiety, weight increased, vaginal infection, menorrhagia, vaginal haemorrhage, depression, migraine, headache, fatigue and mood swings outcome was unknown. The reporter considered anxiety, bacterial infection, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fatigue, menorrhagia, headaches, anxiety, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infection"), dyspareunia ("severe dyspareunia") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic robotic-assisted subtotal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, bacterial infection, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, bacterial infection, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.